Manufacturer narrative:
The field complaint of premature battery depletion was not confirmed. The device was received in normal working conditions with battery voltage at its elective replacement indicator (eri). Evaluation performed under nominal and field settings, including battery assessment at various amplitudes, did not find any anomaly. Total projected longevity based on field settings exceeded the projected longevity and was considered normal battery depletion.

Event description:
It was reported that the device reached its elective replacement indicator (eri) prematurely. The device was explanted and replaced. The patient was stable and there were no adverse consequences.